Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr became stuck in the lesion and upon removal, some intima was pulled out. A 1.75mm peripheral rotalink® plus was selected for use for a lower leg atherectomy procedure in the patient's tibial vessel. During the procedure, it was noted that the rotaburr became stuck in the patient as the physician oversized the burr. Furthermore, when the device was pulled out, some intima was also pulled out. The physician performed angioplasty and stopped the procedure. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was further reported that the physician chose rotaburr size larger than the vessel size. There were not further complications due to the intima being pulled out.